Event description:
Patient reported "device rupture" and "silicone leakage". Later, healthcare professional reported "displacement with pain", "hypertrophic scar" and "double capsule". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.